Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed a bent grip, causing side-to-side misalignment of the grips. There was offset approximately 0.014¿ at the tips. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Common causes is due to mishandling and misuse. As part of investigation, the instrument was further inspected and found thermal damage on the bipolar yaw pulley. A piece approximately 0.029¿ x 0.082" was missing as a result. No damage observed on the conductor wire. The instrument passed electrical continuity. This is unrelated to the primary issue of bent grips. The root cause of the secondary failure is attributed to mishandling and misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis identified thermal damage at the bipolar yaw pulley. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the maryland bipolar forceps instrument grip was "too bad." The instrument was replaced to the backup. The procedure was completed with no reported injury.